Manufacturer narrative:
Customer evaluated device.

Event description:
The customer reported that the display is broken, the unit was dropped and sustained physical damage. There was no report of patient involvement.